Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 29.5 mmol/l with crankiness associated with multiple loss of prime warnings. The reporter indicated that the cartridge was changed once with a cartridge from a new box without resolving the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with multiple loss of prime warnings.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.